Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disconnect cap prep kits had holes in the individual disconnect cap pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned however a photograph was received and evaluated. Visual inspection of the photograph verified the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.